Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with an unknown antibiotic (intravenously, frequency, dose and duration not reported). The patient was discharged from the hospital ten days after admission and was sent home with intraperitoneal antibiotics (medication type, dose, frequency not reported). At the time of this report, the patient was recovering from peritonitis and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.